Manufacturer narrative:
The vascade mvp was not returned for evaluation as the single device was discarded by the user facility. Since the vascade mvp was discarded and the lot number was not provided the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined.

Event description:
The patient underwent a cardiac ablation procedure using the vascade mvp. During the procedure, the white lock of the vascade mvp became jammed, causing it to become stuck in the patient's groin. The performing doctor attempted to locate and retrieve the white lock by dissecting the surrounding tissue and using hemostats, but this recovery effort was unsuccessful. A vascular surgeon was then called in to assist. The vascular surgeon carefully dissected the tissue further at the site and was able to retrieve the vascade mvp, after which manual pressure was applied.